Event description:
Doctor attempted to use ligasure. Instrument locked-up and would not open so unable to use. Instrument removed from sterile field and new instrument passed up to sterile field and used successfully. Service lead paged. She came in and tested instrument. Instrument locks-up, she said sales rep. Says to force it apart to use. She demonstrated successfully forcing the jaws apart. Additional information obtained from the site:the new ligasure impact handpiece worked and the procedure was completed successfully. The old one needed to force it apart to use after jaw was locked. It was returned to MFR for evaluation. Healthcare professional's impression: I was doing a cystectomy, using a ligasure impact when the device did not open. They immediately opened another handpiece. I was called to the room and shared with them your information about "forcing" the jaws open. I demonstrated this technique and found that after forcing the jaws open in this manner, this was the only way the jaws would open from this point. Both drs. Thought that this was an unreasonable and difficult request to perform with one hand while performing this surgery. I have the circulator to file an incident report and the device is being saved for biomed testing.